Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant escalated an impella cp to an impella 5.5 pump to support a patient admitted in for coronary artery bypass graft and mitral valve replacement. The medical doctor was adjusting the pump position when the pump came out of position in the left and could not be re-crossed. The pump was replaced and there was no patient harm.